Event description:
Pt underwent a redo coronary bypass graft surgery and mitral valve replacement, in addition required an intra aortic balloon placement for improved perfusion the balloon ruptured requring a new balloon to be reinserted.